Event description:
It was reported that the legs of the filter were not spread after the filter was deployed in the inferior vena cava, below the renal veins. The filter was only supported by the part of umbrella. There was no report of injury to the pt.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unk. The filter remains implanted and the delivery system has been discarded; therefore, not available for evaluation. The event investigation is currently underway.